Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a manufacturing representative (rep) just finished programming adaptive stim (as) with the patient. There was a shocking or jolting sensation. The patient needed stimulation to be high when she lay on her sides, but needed it to be low when she was lay on her back. Stimulation was taking too long to transition so it was zapping the patient. They changed the transition time to 0 and they ended up turning the patient¿s voltage down when she was lying left and right for now and they were allowing the patient to play with it herself. The patient did not want to manually increase it because she wanted this when sleeping. The rep might reorient the patient and reset the positioning of lying left, right, and back. No further actions or interventions were taken or planned to resolve the issue.